Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer couldn't confirm the allegations. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Product investigation laboratory is able to confirm that the complaint of smoke coming from the device likely occurred with the likely cause of liquid ingress to the pca and/or the blower motor. Product investigation laboratory also confirms what appears to be thermal stress to the device enclosure as indicated by deformation of the rear panel. External investigation found evidence of minor wear and tear such as scuffing/smearing on the ui bezel. Slight deformations in the plastic were observed on the rear panel at the humidifier seal and sd card openings. Due to the nature of the complaint, product investigation laboratory chose to perform an internal investigation prior to powering on the device. Using a known good power supply and power cord, product investigation laboratory powered on the device and reviewed the device logs and 0 errors were logged. Product investigation laboratory also reviewed the event log finding 5 instances of event, all of which occur after the device had been received by philips. Per the sdd, this event is logged when the udrv8323 fails to initialize. Since, no errors were logged, product investigation laboratory initiated therapy before further potential reboot errors could occur. In box g: - device avail. For eval and date received by mfg. Has been updated. In box h: device eval by mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device is not working and smoke from the device between the blower and humidifier with burning plastic smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.